Manufacturer narrative:
Shipped on 11/2007. No definitive root cause was determined. An ocd field engineer arrived on site and determined that the fittings on the left side of the cavro dilutor were broken. The fe replaced the broken fittings and also replaced the probe and syringe. He performed reader camera adjustments and also performed a pm. The customer ran multiple unacceptable crossmatches and weak antibodies and each time the provue resulted correctly and matched the reaction strength on manual gel. The instrument is operating as expected. A search was performed concerning complaints logged by this customer. This customer has not logged any complaints against this analyzer since this incident. (B) (4). (B) (4).

Event description:
Customer stated that in performing validation testing for crossmatches, the ortho provue gave a negative reaction for a pt with known antibodies (anti-e, and anti-kell) that was crossmatched with a donor unit that contained the corresponding e antigen. The customer repeated the crossmatch with the same donor units using the manual gel method and saw a 1+ reaction, incompatible. False negative test results can lead to transfusion of incompatible blood.